Manufacturer narrative:
The data logs from this analyzer and data from other analyzers at the same hosp have been received and analyzed. Additionally, radiometer has visited the customer to investigate the cause of this problem. It has been identified that a clot was the cause of the high na result. These clots are most likely caused by the storage of the samplers prior to measuring. The customer has been advised how to avoid this problem in the future. Please note that similar incidents have been reported from other analyzers at this hosp with MDR reference numbers 3002807968-2014-00047, -56, -58, -59, 2015-00006, -07 and -09.

Event description:
The customer routinely performed a pt correlation per protocol (compared the results to five other analyzers) to make sure the analyzer was indeed ready. The measurement failed, reading na+ 6 mmol/l higher than the other analyzers but no error codes were shown. The result from the abl90 with sn: (B)(4) was not used and there was thus no reported injury, diagnosis or treatment based on the high sodium result.